Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The pt's blood glucose results were 330, 250, 229 and 167mg/dl. Tests were done within 10 mins. Pt is using expired control solution for tests. Pt did not experience any adverse events. No further info has been reported.